Manufacturer narrative:
Investigation summary: bd received a sample from the customer facility for investigation. Visual inspection of the customer samples was performed and red foreign material within the flash chamber was observed, as well as traces of material along the body of the IV cannula. Bd also observed that the sleeve of the np (non-patient) cannula had not been previously pierced. Further testing suggested that the material was consistent with blood. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Investigation conclusion: based on evaluation of the customer sample, the customer¿s indicated failure mode for red foreign material within the flash chamber with the incident lot was observed. Root cause description: the manufacturing process and controls were reviewed as follows: the molding and assembly processes are in enclosed machine and in a dry environment. There is online vision system at the hub welding machine to auto-reject and discard part with fluid. According to procedure saf-025, an injury/incident must be reported. There is no needle stick injury reported during the production of this batch of fbn. The assembly processes are fully automated, and the flashback needles are capped. There is an online vision inspection system to check on the unit label. Only green liquid is used in the manufacturing & inspection of the fbn production. Referring to the extract from chinese IFU for fbn, if the fbn has access a vein, flashback will occurred in the chamber. Flashback of blood has already occurred in the chamber of the returned sample, this is an indication that this sample has already been used to access blood from a vein.

Event description:
It was reported that foreign matter was found with a bd vacutainer® flashback blood collection needle. The following information was provided by the initial reporter, "customer reported that he has opened the flashback needle and found blood spots in hub of two needle, customer is saying that bd is supplying reused needle, one of the needle sample submitted to quality team for examination ,also there was contamination on needle bevel ."

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found with a bd vacutainer® flashback blood collection needle. The following information was provided by the initial reporter, "customer reported that he has opened the flashback needle and found blood spots in hub of two needle, customer is saying that bd is supplying reused needle, one of the needle sample submitted to quality team for examination ,also there was contamination on needle bevel ."